Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the firing knob was broken, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returned with the device for analysis? If not, was it disposed of?

Event description:
It was reported that during an unknown procedure, the firing knob was broken during the firing sequence. There were no patient consequences reported.